Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection and a review of the alarm log were performed. During visual inspection, the pole clamp knob was found to be damaged. The cause of the condition was not determined. To correct the condition, the pole clamp knob was replaced. The device was serviced to meet functional specification. Should relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged pole clamp knob. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.